Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported difficulty to advance and difficulty to remove could not be confirmed due to the condition the device was received for analysis. The reported shaft kink was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulty advancing and removing the device from the guide wire; however, the reported kink appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided. The command guide wire was not wiped down with contrast, but rather wiped down with saline. Once the esprit btk system was removed a kink was noted in the shaft proximal to the guide wire exit notch. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a 3.50 x 38 esprit btk system was to be advanced over an ht command 14 guidewire (gw) to treat the right posterior tibial artery. However, the system became stuck to the gw as the scaffold passed through the sheath that was inside the patient. The system could not advance or be retracted. Therefore, both devices were removed as a single unit. It was noted that the gw may have not been wiped down sufficiently with contrast; but this cannot be confirmed. The procedure was completed with another 3.50 x 38 esprit btk system, and a sparatcore guidewire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.